Manufacturer narrative:
(B)(4).

Event description:
It was reported that when user inserted catheter into a patient, it was no problem on (B)(6). And next day (B)(6), user tried to administer infusion, user found the catheter was torn. Catheter was removed, new one was replaced.

Manufacturer narrative:
(B)(4). The customer returned one catheter with multiple injection ports on each extension line for evaluation. The sample contained obvious signs of use. Visual examination revealed the catheter was separated; the separate portion of the catheter was not returned. A fibrous string was found adjacent to the point of separation. The point of separation appeared smooth, consistent with contact with a sharp object. The remaining catheter body measured to be 4.72", indicating at least 0.53" of the catheter was separated and not returned. The returned catheter portion was first tested by occluding the distal end of the catheter body and injecting liquid into each extension line using a lab inventory syringe. No leaks were detected. The catheter was again tested using a lab leak tester. The catheter was attached to the leak tester and pressurized to 300 kpa for 30 seconds. No leaks were detected. A device history record review was performed based on a potential lot with no relevant findings. The IFU provided with this kit cautions the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The report of catheter cut during use was confirmed by complaint investigation. The point of separation appeared smooth, indicating the damage could have been caused by contact with a sharp object. The returned catheter passed all functional testing. A device history record review was performed using a potential lot with no relevant findings. Based on the sample received, it was determined that operational context caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
It was reported that when user inserted catheter into a patient, it was no problem on (B)(6). And next day (B)(6), user tried to administer infusion, user found the catheter was torn. Catheter was removed, new one was replaced.